Event description:
Update rec¿d 6/9/2014 - medical records received. Patient revised to address pain and discomfort. Upon revision, gray cloudy fluid consistent with metallosis, synovitic response in the hip capsule, and osteolysis were noted. The information received does not change the MDR decision. This complaint was updated on: 06/30/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Sales rep reported revision surgery. Patient has been revised to address high chromium ion levels.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref wwcapa (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.